Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on 08 december 2023, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. The amulet was successfully implanted. Immediately after the implant procedure, the device was embolized from laa (left atrial appendage) to left ventricle (lv) to descending aorta. The physician tried to retrieve the device, but it got failed and the patient was transferred to a larger hospital where it was recovered by a vascular surgeon going through the groin using a 16f catheter a balloon and a snare without incident. The patient was reported with atrial fibrillation with rapid ventricular response (rvr).

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported migration or expulsion of device (device embolization) could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. The size of the device was determined by transesophageal echocardiogram (tee). The dimensions of the landing zone were as follows at 0 degrees, the orifice was 20mm, the landing zone was 13mm, and the depth was 14mm. During procedure, the close criteria was satisfied and tension test was performed. The amulet was successfully implanted after two repositions and the pins were offset and the sides of the device was intended like a tire shape. Immediately after the device was implanted, the device embolized from laa (left atrial appendage). An attempt was made to recover the device, which resulted in the device moving into left ventricle and then out of the aortic valve into the descending aorta. The physician believed retrieval was an emergency procedure. The physician tried to retrieve the device but was unable to do so. The patient was transferred to a different hospital where the device was recovered by a vascular surgeon going through the groin using a 16f catheter a balloon and a snare without incident. The patient appeared to be hemodynamically stable in the entire time. The patient was reported as stable.